Manufacturer narrative:
E4 - updated h3, h6 - updated no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was report that, glucose levels began rising and reached the 300s mg/dl. Upon removing the infusion set, the pwd noticed that the cannula was not fully inserted and was bent outside the skin, with the adhesive around the site wet. The pwd reported going through three additional infusion sets before successfully applying a fourth one, noting that the use of a sureprep wipe did not help. After completing the final set change, glucose levels came down, confirmed by fingerstick measurements. The current cgm/bgm reading was 192 mg/dl. The cannula showed differences, including a bent cannula, peeling at the infusion site, and a loose or leaking infusion set with visible kinks, twists, or tubing damage. There was patient involvement/no adverse event reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.